Event description:
It was reported that the patient presented in the operating room for a device upgrade. First night after the procedure, the patient was bleeding profusely. The hematoma was resolved after several days. On (B)(6) the patient was discharged from clinic and the hematoma subsided. The patient was stable.